Manufacturer narrative:
(B)(4). Maude report #(B)(4) received. Additional information received on (B)(4) 2011: what type of procedure was performed? Appendectomy. How the bleeding was controlled and if there was blood loss how many cc's? 50cc. Did the patient required blood products and if so how many units? N/a. How was the procedure completed? The device cut but didn't staple. The device was removed and sequestered. Another device was used to complete the procedure patient released home? Yes, did prolong the surgery and necessitated the removal of a little more of the sigmoid colon. Additional information received on (B)(4) 2011: did resecting additional colon have any impact on the patient's recovery/outcome? If so, please explain. Not to my knowledge. What is the current status of the patient? The patient was discharged from the hospital.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. (B)(4).